Manufacturer narrative:
Second physician: dr. (B)(6).

Event description:
It was reported that complete heart block occurred. Implant summary: the native annulus was severely calcified and measured 21.9 mm. A 23 mm lotus edge valve was advanced to the native aortic valve. The valve was implanted with one full reseath and a partial resheath in accordance with the dfu. During the procedure, right bundle branch (rbbb) occurred. Event summary: the same day as the implant procedure, the patient was noted to have complete heart block. A permanent pacemaker was implanted that same day.